Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary left l5-s1 spinal root decompression. On event date, the pt presented with recurrent radiculitis. The investigator noted the event as moderate in intensity. Pt had recurrent radicular pain postop. Repeat MRI was negative for recurrent disc herniation. Pt was treated with analgesics, physiatry, therapy, injections without relief. The outcome of the event resolved was the pt was lost to f/u. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as an idiosyncratic effect.